Event description:
Report received of tubing "rupture" during use with a power injector. During a computerizd tomography (CT) scan, the power injector was connected to the extension set. The contrast media was being infused at a "reduced pressure" and a rate of 3.5 to 4.0cc/second. Reportedly, the extension set tubing "was kinking followed by the tubing set bursting." The pt was sparyed with contrast. The burst tubing caused a delay in the CT scan due to pt requiring a second IV loop to be placed. There were no reported adverse pt effects. No medical interventions were required.